Manufacturer narrative:
On (B)(6) 2021 (B)(6) at (B)(6) medical center reported that the users of a pyxis medstation es main device were experiencing extended login times. She notes that on (B)(6) 2021, an extended login resulted in a delay in accessing medication for a patient who was experiencing an allergic reaction to an imaging dye. Heidi confirmed that there was no harm to the patient. The pyxis medstation es connects to the hospital's active directory account and the user is authenticated over the hospital network. The bd technical support centers initial investigation has shown that communication with the hospital domain controller is taking about 20 seconds. The technical support center has completed troubleshooting of all components and software within the device and is unable to establish an internal root cause. The technical support center is now working with hospital it to determine if there are any factors on the customer network that could be causing the delay. After this investigation with hospital it is completed and root cause is established, additional information will be provided.

Event description:
Customer reported that the pyxis medstation es was taking a long time to complete the user login process. As a result, on (B)(6) 2021 there was a delay in accessing medication for a patient that was experiencing an allergic reaction to imaging dye. The customer reported that there was no harm or medical intervention required to prevent harm.